Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user disconnected from the pump to shower, after which blood glucose rose to 244 mg/dl; upon reconnection and placement of a new infusion set, the ilet delivered correction doses and the user was advised to monitor glucose and call back if levels rose for more than 90 minutes. Symptoms included asymptomatic hyperglycemia. Outcomes included correction dosing with no further escalation, no alarms, and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device alarms or malfunctions and no component issues identified, with the event consistent with hyperglycemia following pump disconnection of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.